Event description:
It was reported that the filter was difficult to remove and was torn. The target lesion was located in the moderately tortuous and mildly calcified vessel. A 190cm filterwire was selected for use. During the procedure, the filter wire was prepared and advanced down the target vessel. The physician had difficulty advancing the filterwire the entire time and had difficulty advancing to pass the lesion. While attempting to withdraw the filter, it was extremely difficult to get the filter out and the filter appeared torn as it was removed. As a result of difficulty advancing and filter was no longer intact, the device was removed and replaced with another of the same device to complete the procedure. There were no patient complications reported.